Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -07.00/+1.0/108 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6)2023. The lens was removed on (B)(6)2023 due to surgeon implanted the lens for the left eye (os) into the right eye (od). The lens was replaced with a different model but same length lens and the problem was resolved. The cause of the event was due to user error; the device did not fail to perform as intended. .